Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2016 with the following findings: during investigation, there was a blue line through the top of the display. The pump was opened and there was no damage to the display connector or the display flex cable. A test display worked properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.